Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and low out of range pacing impendence measurements. Technical services (ts) discussed different therapy options for this patient. Subsequently, a revision procedure was performed where this rv lead was surgically abandoned, and a new rv lead was implanted. No additional adverse patient effects were reported outside the revision procedure.